Manufacturer narrative:
(B)(4) date sent: 1/28/2016 information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the clips were not closing completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient.